Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room (ER) with loss of capture on the right ventricular (rv) lead. The output was increased to a maximum level. The physician suspected micro dislodgement of the rv lead. The lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.4cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.